Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery the rasp handle was stuck in the lock position. The surgeon had to use another device to complete the case. No delay observed.

Event description:
No event update.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: mechanism disassembled. Review of event description: it was reported that the rasp handle is stuck in the locked position. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the rasp handle was returned for an investigation. The slider is not sitting correctly in the handle. It is about to fall off. Moreover, there are some signs of usage visible. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is likely. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. Not possible, the instrument does not show any signs of an off-label use. Conclusion summary: the rasp handle was returned for an investigation. It is not correctly assembled anymore. An excessive usage might have led to a chamfer like contour in the housing of the instrument, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated a disassembling of the locking lever. However, no exact root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).